Manufacturer narrative:
The investigation of the manufacturer is ongoing. 4118.

Event description:
It was reported that hls set was set up and primed, and placed on a patient. It was an urgent placement and the hls was used temporarily even though pressures did not display. A picture of the screen is available. Later during the weekend, after the patient was stabilized, the hls was traded out. Pressures not displaying were part, pint, and pven. No harm has been reported to the patient as a result of the hls set/change out. Complaint ID: (B)(4).

Manufacturer narrative:
The reported event occurred in USA. The following complaint information was provided to maquet cardiopulmonary: "hls set was set up and primed, and placed on a patient. It was an urgent placement and the hls was used temporarily even though pressures did not display. Later during the weekend, after the patient was stabilized, the hls was traded out. Today testing showed the cardiohelp the hls set was connected to read all pressures using a different hls set. The defective hls set was connected to a different cardiohelp drive system and still would not read pressures or arterial temperature. Pressures not displaying were part, pint, and pven. No harm has been reported to the patient as a result of the hls set/change out. The affected product was technically investigated at the laboratory of the manufacturer with following results: the sensor and function test showed that both the pressure and temperature sensors of the hls module failed. This allows the customer's complaint to be confirmed. During the visual inspection, no obvious damage was found on the complaint sample. The flexible conductor was not kinked, torn or otherwise damaged. The plug connections of the flexible conductors with the pressure sensors pvent, pint and part did not show any abnormalities. The pins of the hls connector were intact. The plug itself was firmly seated in the pump module housing and was not damaged or deformed. During the visual inspection of the sensor and electronic components, traces of corrosion were found in the sensor area of the blood outlet connector - starting from the circuit board of the tart temperature sensor. The sensor housing shows no damage, cracks or other abnormalities. The glue on the case also shows no damage. The traces of corrosion indicate electrochemical corrosion of the electronic components. This type of corrosion occurs when an electrolyte such as saline or general priming fluid is involved. If an electrical voltage is applied, the corrosion process is accelerated. The corrosion and the resulting damage and deposits can affect the electronics and lead to the total failure of electronic components. Thus the reported failure "pressures / arterial temperature" did not display could be confirmed. The exact root cause remains unknown. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).